Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was not determined. The issue has been resolved. No explant was required. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for herniated disc and spinal pain. It was reported that the patient felt sudden chest pain. At first, the patient felt the chest pain with one of the groups on, but then eventually felt it with all of the groups on. It was then reviewed that if turning off the stimulation did not resolve the chest pain, then the patient should call their doctor. In conclusion, the rep state that they would contact the patient again regarding the issues. There were no further complications reported or anticipated.